Event description:
As reported: removing collimator (legp) from smv-fx camera, checked the safety lights on collimator cart, all three were lit to indicate it was safe to remove collimator, rptr unscrewed collimator from camera, the collimator leaned towards rptr then fell down between the camera and collimator cart. It landed on the cart. No one was injured. The safety lights do not work now.